Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1200 mg/dl. Reportedly, customer was using humalog for over 48 hours. Additionally, customer's non-tandem continuous glucose level was not available, and customer was unable to check bg levels. Subsequently, customer was hospitalized. Bg was treated with unspecified intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.